Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot# v260970, implanted: (B)(6) 2009, product type lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient indicated that 2 years after initial implant, she started to lose weight without being on a diet, she couldn't sleep, she had fast heart rate, her legs were tingly/numb and jerking at night, kicking her husband, and her skin and hair became oily. The patient said her chiropractor said stimulation interferes with her brain signal and caused her to be out of "wack". The patient said her family doctor and neurologist said it was anxiety and stress. The patient said after she turned her implant off in (B)(6) 2013, three weeks later she was back to normal. The patient said she tried to turn her implant back on and within 2 hours symptoms returned. The patient said she went for a year and a half of doctors checking for everything without finding out the cause of the above symptoms. The patient was planning to have device removed but she wants to send the letter of complaint to her doctor and manufacturer. Additional information received reports the patient was submitting a synopsis of the events leading up to their request for removal of their device. Their device was implanted in the fall of 2009. For approximately 2 to 2 ½ years, the device was working well. During the first part of 2011, the patient began losing weight, although not doing anything more than their regular routine. The patient began experiencing symptoms of loss of appetite, not sleeping, feet becoming numb and jerking in their sleep, and fast heart rate. The patient began a series of doctor¿s visits and test were ordered. The patient had a colonoscopy and endoscopy, with the results returning normal. The patient was then referred to a neurologist, who ordered a CT scan of the upper sine and nerve conduction testing on their legs, feet and spine, which returned normal results. He also ordered a sleep study test, which the patient declined to do. The patient family doctor and specialists basically felt the symptoms were caused by stress and anxiety(a common diagnosis given to women when everything checks out ok). The patient was then put on antidepressants, which did absolutely nothing to relieve any of the symptoms. While this was occurring, the patient noticed that the pulsing from their device was becoming more intense, so the patient gradually decreased the settings on the device. The patient had the device turned down about as low as it would go, and still, the pulsing was becoming very annoying. Approximately, (B)(6) 2013, the patient turned the device off one evening at bedtime, because it was bothering the patient with sleeping, and basically, forgot that it was off. About three weeks later, the patient began to sleep better, began to eat more, and noticed that the fast heart rate was gone. The patient did turn the device on a couple of times and noticed the strange sensations beginning again and then turned it off permanently. From that date on, the patient began to feel ¿normal¿ again and haven¿t experienced any of these symptoms again. The patient wish to have the device removed, as it was not working properly and don¿t want to take a chance on something going wrong at a later date by leaving it inside. Although the patient know that the bladder issues were resurfacing again, the patient do not wish to undergo anything related to the ¿medtronic¿ experience again.